Event description:
Treatment of a dural fistula with onyx. It was reported during onyx injection, the catheter became blocked and ruptured under further pressure. Onyx was observed in one of the feeding vessels to the fistula. No patient injury reported. Same event as MDR# 2029214-2010-00039.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B) (4).